Manufacturer narrative:
It should be emphasized that during the inspection of installation performed by arjohuntleigh representative, it was impossible to duplicate the reported problem. No technical deviation was identified. The system worked according to manufacturer's specification. The technician decided to replace the complete gate system as a precaution measure, although that the cause of issue was not found. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
On 7th sep 2017, arjohuntleigh received information from dienstencentrum nifterlake customer facility indicating that during the resident transfer, the arjohuntleigh maxi sky 600 ceiling lift was not securely installed on the ceiling rail installation. Although no detachment nor fall of the system occurred, the incident decided to be reportable based on the initial allegation that the ceiling lift device almost move out of the rail. It was confirmed that neither injury nor harm occurred. The resident was reported to be safely removed from the ceiling lift. The ceiling rail system was excluded from further use until it was inspected by arjohuntleigh representative. The ceiling track involved in the complaint was an "x-y system", which includes a mobile track supported by two other fixed tracks. The mobile track can line up with another fixed straight track section via a gate accessory. When the fixed track and mobile track are lined up, the gate closes end stopper (this part is intended to stop the ceiling lift at the end of the track when the rails are not aligned) and allows the ceiling lift to go through. When the fixed straight track and mobile track are not aligned, the gate acts as a stopper which closed the path and prevents the lift from falling down. This functionality is supported by double fault (df) locker which is a mechanical assembly located at the end of rails. If the rails are not lined up, the pin mounted at the lower part of the df locker stop the ceiling lift trolley from completely detachment from the end of rail. Based on the collected information and photographic evidence, the reported incident occurred when the ceiling lift trolley was located at the end of mobile track which was not aligned with fixed rail by the gate. In result, the two of four trolley wheels were pulled out the rail while another two wheels were blocked by df locker pin. In this case the df locker worked correctly and protected the ceiling lift before full detachment of the ceiling lift from the rail. The instruction how use the gate system is described step by step in the instruction for use (IFU) which is delivered with each system. As per IFU 001-11502 rev.3 the user is obligated to ensure that the mobile track is aligned with the fixed track before use this system: "warning: if you see the warning symbol appearing at the end of the track, and the mobile track is not aligned with the fixed track, do not use the gate system. Contact arjohuntleigh for assistance." Additionally before every use the caregiver "make sure that the gate stoppers are fully deployed, indicating that the gate is closed." It should be emphasized that during the inspection of installation performed by arjohuntleigh representative, it was impossible to duplicate the reported problem. No technical deviation was identified. The system worked according to manufacturer's specification. The technician decided to replace the complete gate system as a precaution measure, although the cause of issue was not found. When reviewing the reportable events for maxi sky 600 registered during last 5 years (since sep 2012 till oct 2017), we have not found similar complaints related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. Sum up, while the incident occurred the device was being used for transfer the patient. Neither injury nor harm was reported. In the course of investigation and along with new information received, the safety feature (df locker pin) was found to be working as per manufacturer specification and because of that no ceiling lift detachment occurred. The results of the investigation performed enable us to determine that allegation reported does not compromise patient safety and therefore will no longer be seen as reportable type of event.

Event description:
On 7th sep 2017, arjohuntleigh received information from dienstencentrum nifterlake customer facility indicating that during the resident transfer, the arjohuntleigh maxi sky 600 ceiling lift was not securely installed on the ceiling rail installation. Although no detachment nor fall of the system occurred, the incident decided to be reportable based on the initial allegation that the ceiling lift device almost move out of the rail. It was confirmed that neither injury nor harm occurred. The resident was reported to be safely removed from the ceiling lift. The ceiling rail system was excluded from further use until it was inspected by arjohuntleigh representative.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntliegh received information about issue which occurred involving a maxi sky 600 ceiling lift and a gate (track system accessory which allows the ceiling lift to travel from a mobile track to a fixed track). It was reported that during transfer of the resident using ceiling lift through the gate, the ceiling lift almost move out of the rail because the gate was not locked correctly. Neither injury or harm was reported. The system was excluded from use until will be repaired.